Manufacturer narrative:
(B)(4). Analysis of the pump found high resistance related to the battery.

Event description:
It was reported that a pump was explanted for end of pump battery life. No performance issues were reported. The device system had been used to deliver fentanyl, bupivacaine and compounded baclofen.